Event description:
The physician was using the sheath to do a sfa graft repair. The physician advanced the sheath and did his work and then as he began to pull it back, the sheath broke in half. He said he did not stretch it and that he did not feel it being stretched in any way. The pt was taken to surgery for removal of the separated segment. The pt is in stable condition.

Manufacturer narrative:
Event eval: still under investigation.